Event description:
It was reported that vessel dissection and stent deformation occurred. Access was obtained via the left vein with a 7fr non- bsc sheath. The target lesion was located in the ostium of the diagonal left anterior descending (lad) artery. A 2.25x24mm promus premier drug eluting stent was deployed at 16 amts and a slight edge dissection was noted at the end of the stent in the diagonal artery. A 2.25x12mm promus element stent was advanced; however resistance was encountered and the physician was unable to cross the previously implanted stent. The physician removed the 2.25x12mm promus element stent. It was noted that the promus premier was deformed approximately 4mm, accordioned down into the diagonal from the ostium. A 2.25mmx 12 emerge balloon catheter was selected; however the balloon catheter was unable to pass the previously implanted stent. The emerge balloon was removed. A non-bsc guide wire was advanced and the emerge readvanced over the wire, but was still unable to cross. The physician elected to stop the procedure due to increase contrast and radiation. A staged procedure was scheduled for a later date. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).